Event description:
It was reported that this patient recently experienced a syncopal episode and upon interrogation, this implantable pacemaker was found to be operating in safety mode. A surgical replacement procedure is anticipated to resolve the event and no additional adverse patient effects were reported. This pacemaker currently remains implanted and in-service.